Event description:
During IV administration, there were leaks for four IV sets: 1 - small leak at small hole near the top of set where the tubing does into the channel 2 - alaris tubing leaking at the soft tubing portion inserted into the alaris pump cassette 3 - alaris tubing leaking at the soft portion that's inserted into pump 4 - IV infusion set read channel error. Once it read channel error, medication from the IV bag began to spill on the ground from the bottom of the channel. Note: there were no reports of patient harm due to nursing intervention. Manufacturer response for IV infusion set, bd alaris¿ lvp 20d 3ss cv (per site reporter). Requested information and IV sets returned, [redacted]. Manufacturer response for IV infusion set, bd alaris¿ lvp 20d 3ss 0.2m cv (per site reporter). Requested information and return of IV set [redacted].